Event description:
(B)(4). Reason for original complaint ¿ litigation papers allege the patient has been and/or will be forced to undergo a revision surgery. It is further alleged the patient was implanted with a device that is or has been shedding metal debris into his/her body and has caused and/or will cause injury. Update (B)(4) 2012 - asr supplemental information received. Doi: (B)(6) 2009 dor: not scheduled (left hip); there is no new additional information that would affect the investigation. Update rec'd (B)(4) 2015 - sales rep reported revision surgery. Patient was revised to address pain. The sleeve is being added to the complaint. This complaint was updated on (B)(4) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 03/10/2017, 03/13/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes report loosening acetabular cup, pseudotumor, ¿corrosion-type wear¿ at the junction of the femoral head and taper, and elevated metal ions. Added stem due to alleged elevated ions, no labs provided. The complaint was updated on: 03/23/2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.